Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h1, h2, h3 and h6. As reported, after the use of three 6-12f mynx control venous vascular closure device (vcd) the patient had post procedure complications that include infection. It is unknown/ ¿too hard to tell¿ if all 3 puncture sites were infected/leaking fluid. The sealant that came out of the patient came out of just one site. The ¿malfunctions¿ were access site complications post procedure, not related to the deployment of the device. There was an infection and was not confirmed with a culture. Antibiotics were prescribed to the patient. There were no complications noted during deployment or use of the product, however the patient body habitus ¿may have been the reason that the sealant may have been exposed at skin level¿. Patients received normal/ standard post site maintenance instructions in line with mynx recommendations. The physician performed the procedure, however, the technician closed. Three access sites were used on the right limb. The 3 access sites on the affected limb had approximately 2 mm of distance between access sites. There was no other closure device used on the affected limb. The devices were used in an atrial fibrillation pulsed field ablation (pfa) using a non-cordis device and the unknown sheaths were downsized. Blood thinners were not used. An ultrasound was taken 8 days post procedure and no hematoma or pseudoaneurysm were found, some fluid was identified. Arterial structures had appeared to be normal. The device was used and prepped per the instruction for use (IFU). A picture was received with a possible sealant material in a cup. Patient said the material came out of her groin site. Additional information was requested but not provided. The devices will not be returned for evaluation. The sealant was returned, however not received for evaluation. One photo was received with the complaint. In the photo, a plug can be observed swollen. No other anomalies nor outstanding details could be observed on the images provided. A product history record (phr) review of lot f2419310 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Infections resulting from invasive procedures are a well-known potential adverse event and is listed in the instructions for use (IFU) as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, and can be related to hospital protocols, patient factors and puncture-site care. A foreign body reaction, which is defined as the expelling of the sealant from the tissue tract post deployment, is a known potential adverse event associated with the polyethylene glycol (peg) sealant after implantation in the patient. Foreign body reactions can occur due to patient factors (such as the patient¿s sensitivity to the peg material), procedural factors (such as improper placement of the sealant within the patient), and the post-care treatment of the access site. Foreign body reactions/sealant expulsions on their own typically do not require medical intervention as hemostasis was originally achieved with the sealant prior to the foreign body reaction event. The reported events could not be confirmed without receipt of images of the puncture site or cultures. The exact cause of the issues experienced could not be determined; however, patient factors are possible. As it was reported that the patient¿s body habitus may have been the reason the sealant was exposed at skin level, it is possible the patient was very thin, which could be factor for the reported sealant expulsion along with the reported infection of the site. It should be noted that a shallow vessel depth can result in visualization of the sealant from the skin, which could also affect the healing process of the puncture sites. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control venous IFU, ¿apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ also, as stated within the IFU, special patient populations, ¿the safety and effectiveness of the mynx control venous vcd 6f-12f have not been established in the following patient populations: patients with morbid obesity (bmi > 45 or < 20kg/m2,).¿ according to the patient brochure, which is not intended as a mitigation, the puncture site post procedure care instructs, ¿re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed.¿ based on the phr review, picture analysis, and available information for review, there is no indication to suggest that the reported incidents could be related to the design or manufacturing process of the units. However, a risk assessment has been initiated to further investigate similar complications reported.

Event description:
As reported, after the use of three 6-12f mynx control venous vascular closure device (vcd) the patient had post procedure complications that include infection. It is unknown/ ¿too hard to tell¿ if all 3 puncture sites were infected/leaking fluid. The sealant that came out of the patient came out of just one site. The ¿malfunctions¿ were access site complications post procedure, not related to the deployment of the device. There was an infection and was not confirmed with a culture. Antibiotics were prescribed to the patient. There were no complications noted during deployment or use of the product, however the patient body habitus ¿may have been the reason that the sealant may have been exposed at skin level¿. Patients received normal/ standard post site maintenance instructions in line with mynx recommendations. The physician performed the procedure, however, the technician closed. Three access sites were used on the right limb. The 3 access sites on the affected limb had approximately 2 mm of distance between access sites. There was no other closure device used on the affected limb. The devices were used in an atrial fibrillation "pfa" using a non-cordis device and the unknown sheaths were downsized. Blood thinners were not used. An ultrasound was taken 8 days post procedure and no hematoma or pseudoaneurysm were found, some fluid was identified. Arterial structures had appeared to be normal. The device was used and prepped per the instruction for use (IFU). A picture was received with a possible sealant material in a cup. Patient said the material came out of her groin site. Additional information was requested but not provided. The devices will not be returned for evaluation. The sealant was returned, however not received for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3 and h6. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 as reported, after the use of three 6-12f mynx control venous vascular closure device (vcd) the patient had post procedure complications that include infection. It is unknown/ ¿too hard to tell¿ if all 3 puncture sites were infected/leaking fluid. The sealant that came out of the patient came out of just one site. The ¿malfunctions¿ were access site complications post procedure, not related to the deployment of the device. There was an infection and was not confirmed with a culture. Antibiotics were prescribed to the patient. There were no complications noted during deployment or use of the product, however the patient body habitus ¿may have been the reason that the sealant may have been exposed at skin level¿. Patients received normal/ standard post site maintenance instructions in line with mynx recommendations. The physician performed the procedure, however, the technician closed. Three access sites were used on the right limb. The 3 access sites on the affected limb had approximately 2 mm of distance between access sites. There was no other closure device used on the affected limb. The devices were used in an atrial fibrillation pulsed field ablation (pfa) using a non-cordis device and the unknown sheaths were downsized. Blood thinners were not used. An ultrasound was taken 8 days post procedure and no hematoma or pseudoaneurysm were found, some fluid was identified. Arterial structures had appeared to be normal. The device was used and prepped per the instruction for use (IFU). A picture was received with a possible sealant material in a cup. Patient said the material came out of her groin site. Additional information was requested but not provided. The devices will not be returned for evaluation. However, three sterile mynx control venous vcd units from the same lot as the complaint devices were returned for investigation. Additionally, one photo was received with the complaint. In the photo, a plug can be observed swollen. No other anomalies nor outstanding details could be observed on the images provided. The visual inspection of the three sterile devices showed that the units were received inside sealed sterile pouches, with no apparent damage or abnormal conditions. Upon opening the pouches, it was observed that the units were undamaged and packaged in a tray. The units were not deployed, and all expected components were received in adequate condition. No abnormal conditions, such as discoloration or stains, were observed that could indicate foreign material, contamination, or degradation. Therefore, no possible attributable cause for the reported event could be determined from this visual analysis. Also, the possible sealant material that was extracted from the access site was returned for review. A fourier-transform infrared (ftir) analysis was executed for the material, independent from the received sterile units that were analyzed. Upon receipt, it was observed that the complaint sample was discolored, hard and contaminated with fiber-like particles. Keyence images were taken of the complaint sample dry and hydrated. A mynx control hydrogel sample was obtained and hydrated for comparison purposes. Images reveal similar characteristics between the complaint and hydrated samples. Then, ftir analysis was performed on the complaint sample and control sample at both dry and hydrated states. Ftir analysis showed the complaint dry sample to be similar to the control dry hydrogel sample. Additional analysis of the complaint sample after hydration showed the complaint sample to exhibit peaks with closer similarity to the hydrated control hydrogel sample. Keyence images and ftir analysis confirm the complaint sample to be that of the hydrogel material found in mynx product. A product history record (phr) review of lot f2419310 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Infections resulting from invasive procedures are a well-known potential adverse event and is listed in the instructions for use (IFU) as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, and can be related to hospital protocols, patient factors and puncture-site care. A foreign body reaction, which is defined as the expelling of the sealant from the tissue tract post deployment, is a known potential adverse event associated with the polyethylene glycol (peg) sealant after implantation in the patient. Foreign body reactions can occur due to patient factors (such as the patient¿s sensitivity to the peg material), procedural factors (such as improper placement of the sealant within the patient), and the post-care treatment of the access site. Foreign body reactions/sealant expulsions on their own typically do not require medical intervention as hemostasis was originally achieved with the sealant prior to the foreign body reaction event. The reported events of infection could not be confirmed without receipt of images of the puncture site or cultures. However, per ftir analysis confirming the extruded material was a mynx product, the reported event of foreign body reaction was confirmed. The exact cause of the issues experienced could not be determined; however, patient factors are possible. As it was reported that the patient¿s body habitus may have been the reason the sealant was exposed at skin level, it is possible the patient was very thin, which could be factor for the reported sealant expulsion along with the reported infection of the site. It should be noted that a shallow vessel depth can result in visualization of the sealant from the skin, which could also affect the healing process of the puncture sites. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control venous IFU, ¿apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ also, as stated within the IFU, special patient populations, ¿the safety and effectiveness of the mynx control venous vcd 6f-12f have not been established in the following patient populations: patients with morbid obesity (bmi > 45 or < 20kg/m2,).¿ according to the patient brochure, which is not intended as a mitigation, the puncture site post procedure care instructs, ¿re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed.¿ based on the analyses of the sterile units, the phr review, picture analysis, and available information for review, there is no indication to suggest that the reported incidents could be related to the design or manufacturing process of the units. However, an investigation has been initiated to further investigate similar complications reported.

Event description:
As reported, after the use of three 6-12f mynx control venous vascular closure device (vcd) the patient had post procedure complications that include infection. The ¿malfunctions¿ were access site complications post procedure, not related to the deployment of the device. There was an infection and was not confirmed with a culture. Antibiotics were prescribed to the patient. The physician performed the procedure, however, the technician closed. Three access sites were used on the right limb. The 3 access sites on the affected limb had approximately 2 mm of distance between access sites. There was no other closure device used on the affected limb. The devices were used in an atrial fibrillation "pfa" using a non-cordis device and the unknown sheaths were downsized. Blood thinners were not used. An ultrasound was taken 8 days post procedure and no hematoma or pseudoaneurysm were found, some fluid was identified. Arterial structures had appeared to be normal. Additional information was requested but not provided. The device was used and prepped per the instruction for use (IFU). A picture was received with a possible sealant material in a cup. Patient said the material came out of her groin site. The devices will not be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.